Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in outpatient department follow-up and reported that their system controller alarmed while they were at home. A review of the log files found low battery and low speed alerts. The patient was monitored following the event and returned to the outpatient department on (B)(6) 2022 for follow up. No alarm was noted during follow up. No intervention was done by the physician, and the patient was stable and continued to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a brief low speed event, and low battery events; however, a specific cause for this finding and a direct correlation to heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. Evaluation of the log files revealed that there were low battery advisories on day 370, 371, 372, 373, 374, 375, 376, and 379 and a low battery hazard on day 379, hour 10, minute 48 due to the patient using the batteries below the low voltage threshold. One low speed advisory was captured on day 375, hour 23, minute 5. At this time, pump speed was captured at 8280 rpm, 320 rpm below the low speed limit. The speed recovered immediately following this event. A specific cause for the changes in pump parameters cannot be conclusively determined, and no other atypical events or alarms were captured. The patient's family stated they used new and fully charged the batteries, and no alarms were heard at home. Log file analysis captured low voltage alarms while the patient was connected to the power module, indicating an issue with the patient cable. It was recommended to exchange the patient cable or the system controller if the issue did not resolve. After exchange to a new cable, an outpatient department (opd) follow up occurred and two low voltage alarms were still found. The patient came back to opd on (B)(6) 2022 and there were no low voltage alarms in the log file. Since the patient was stable, the doctor decided not to exchange the controller and kept monitoring patient symptom. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09apr2015. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.